Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced low reading. R&d final root cause investigation has been completed 11/11/2015. Most likely underlying root cause of malfunction to the low glucose results is storing the vialed strips at high temperature for an extended period of time.

Event description:
Consumer complaint of "hi" blood glucose test results. Expected fasting blood glucose test result range is 200 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 507 mg/dl and 482 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 10/13/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.